Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction was reported. The sensor was inserted into the abdomen on (B)(6) 2019. It was reported that upon removal of the sensor on (B)(6) 2019, the patient noticed that under the adhesive patch, the skin was red, inflamed and there were two small blisters. It was indicated that the patient was prescribed cavilon to treat the affected area for future use of the sensors. No product was provided for evaluation. Confirmation of the allegation and probable cause could not be determined. No additional patient or event information is available.